Manufacturer narrative:
The ipg was returned to the ppe lab without any information. The ipg was returned without any visible anomalies or damage. It successfully bonded with a lab cp. When queried with the uep inductive tool, it showed the device was in the therapy application state and functional. The returned ipg displayed normal device characteristics. The root cause of why the device was returned could not be determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Product manufacturer reference number: 3006705815-2021-02255, and 3006705815-2021-02256. It was reported that the patient's system was explanted on an unknown date for an unknown reason.